Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please confirm the product code of the device (ec60, ec60a, pse60a, etc.)? - ec60a. What was the product code of the cartridge being used with the device (gst60w, ecr60g, etc.)? - ecr60g. When the issue occurred, did the device deliver any staples? ¿ no staples. If yes, were the staples formed properly? If yes, was the staple line complete? When the issue occurred, did the device cut? ¿ not cut. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? How was the device removed from the tissue? ¿ doctors opened for thoracotomy and cut the instrument with tissue. Did the jaws of the device eventually open? - no. How was the procedure completed? ¿ as thoracotomy. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? ¿ surgeons were pushed for change from vats to open.

Manufacturer narrative:
(B)(4). Additional information requested and received: was buttressing material used? Under the device there were imposed by type kocher clamp and the device with the pulmonary tissue was resected together. Defects of lung tissue were sutured by hand atraumatic sutures (+ to operation duration 40 minutes). What is the staffs experience with loading and using this device? The staff is training approximately how far did the knife advance prior to locking? N\a. What troubleshooting steps were taken to open the device prior to converting to open? Under the device there were imposed by type kocher clamp and the device with the pulmonary tissue was resected together. Defects of lung tissue were sutured by hand atraumatic sutures (+ to operation duration 40 minutes). Once the procedure was converted to open, how was the device removed from the patient? Under the device there were imposed by type kocher clamp and the device with the pulmonary tissue was resected together. Defects of lung tissue were sutured by hand atraumatic sutures (+ to operation duration 40 minutes). What is the current patient status? The patient feels good.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the further manipulations, namely - suturing of lung tissue, were not possible. The handle apparatus were fixed in one position, and not moved by the force of the surgeon's hands after the applying of device to the lung tissue and the fixation (compressing tissue between jaws of the machine). All possible attempts opening jaws or further sewing machine is not possible - the device is permanently fixed. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.